Event description:
It is reported the patient was revised due to a break at the juncture of the zmr stem and body.

Manufacturer narrative:
The devic es were not returned for review, however photos of the explanted devices were returned. The zmr stem broke at the junction, and it appears that a lateral fixation plate was simultaneously being used. Manufacturing documentation could not be retrieved and reviewed because item/lot info was not provided. These devices were used for treatment. X-rays were returned for review, which were sent to an external surgeon for review. The quality of proximal support was noted to be inadequate, and the pt's bone quality was noted to be poor. The stem position in the canal was noted to be poor, and the size of the proximal body was noted to be inadequate. A conclusive cause for the event described cannot be determined at this time. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation suggests this event to be related to the issues for which zimmer initiated a voluntary device correction of the labeling of zmr porous revision hip prosthesis and zmr revision taper hip prosthesis in 10/2011. A field action was conducted on 10/24/2011 in which zimmer updated the associated labeling to provide further instructions, particularly as it relates to ensuring full proximal support is achieved.

Manufacturer narrative:
This report will be amended when our investigation is complete.